Event description:
It was reported that this right atrial (ra) lead had high capture thresholds. As a result, this ra lead was successfully replaced. No additional adverse patient effects were reported.